Event description:
It was reported that the patient experienced discomfort and dizziness caused from bradycardia due to loss of capture and dislodgement on the right ventricular (rv) lead. The patient was seen in clinic and during the threshold testing it was noted that the threshold values were more than 5.0v. The device was reprogrammed to the highest output of 7 volts. Subsequently a lead revision was performed. No additional patient adverse events were reported.